Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited premature battery depletion. The leadless ipg was inactivated. It was further reported that during the replacement procedure the new leadless ipg perforated the heart and exhibited high undefined impedance and no capture on first deployment. On second deployment blood pressure dropped with echocardiogram showing a pericardial effusion. A pericardiocentesis was performed to remove the blood from around the heart. This continued until the patients heart stopped beating and compressions were started and a code was called. The patient passed away shortly after.